Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and based on the results of the investigation, the suggested event was confirmed. The cause of the foreign material remaining in the device may have been due to the fact that some reprocessing procedures deviated from the instruction manual. A definitive root cause could not be determined the event can be detected and prevented by following the instructions for use: it was confirmed that the inspection method for the air/water supply function is described in "chapter 3 preparation and inspection_ 3.8 inspection of the endoscopic system" in the operation manual for gif-1200n. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.